Manufacturer narrative:
H6:code 400: bent cartridge lockout tab. Visual inspections & results: batch number j0090n, cartidge pan in place/condition yes/good, condition of drivers good, lockout tabs on pan condition bent, postion/condition of wedge sleds 10 staples fired. Functional tests & results: conditionof clamp first lockout good, condition of clamping mechanism good, condition of firing mechanism good, condition of knife good, condtion of wedge bands good, is hyper lockout condition present no. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional testing, no conclusion could be reached as to why the instrument reportedly had "broken staples" during surgery. The instrument was returned in good physical condition. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. If the instruments firing cycle is interrupted, released, then restarted, the cartridge will lockout and a new cartridge shoud be loaded onto the instrument. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that there were broken staples in the device. There was no pt consequence. Additional info received on 5/12/97. It was clarified that the staples were broken.